Manufacturer narrative:
(B)(4).

Event description:
The patient reported that they had a revision on (B)(6) 2016 to reposition the patient's implantable neurostimulator (ins) because it was on the hip and caused painful hardware and the ins was protruding. The ins was moved up a little by the patient's doctor. The ins had already been programmed as it was initially implanted in (B)(6) 2015. The patient was implanted for spinal pain.